Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID #: micra-delsys. Return date: 10-jan-2020. Dev rtn to MFR? Yes. Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis was performed and no anomalies were found. The delivery system outer shaft was kinked/buckled at various locations throughout the length of the outer shaft. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: mc1vr01-delsys, eval code-conclusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: micra-delsys / expiration date: 14-mar-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 21-sep-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and perforation during a leadless implantable pulse generator (ipg) implant procedure. It was reported that the first deployment was unsuccessful as the ipg exhibited high thresholds and low detection. The ipg was repositioned and contrast was noted in the pericardium. The ipg and delivery system were removed. No further patient complications have been reported as a result of this event.